Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, the patient underwent anterior lumbar interbody fusion and posterolateral fusion from vertebrae l3 to l5. The patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and transverse processes). Allegedly, post-op, "the patient continues to experience chronic low back pain, radicular pain, and tingling down his left leg into his foot."